Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) does not instruct the operator how to position the sapien 3 valve in this scenario. The sapien 3 valves were not returned to edwards for evaluation as they remain implanted in the patient. Review of the provided 3mensio report revealed calcification present on the mitral annulus. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. A complaint history review from november 2020 to october 2021 for the edwards sapien 3 valve (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors and / or patient factors may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. In this case, the complaint was confirmed based on medical records review. There was no allegation or indication a product deficiency malfunction contributed to this adverse event. Although a definite root cause could not be determined, investigation results suggest that patient factors (calcification), in addition to procedural factors (malposition of valve) may have contributed to the malposition and mitral regurgitation of the initial valve and subsequent deployment of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during an off-label transcatheter native mitral valve replacement procedure, the initial 29mm sapien 3 valve was deployed very high, resulting in severe mitral regurgitation (mr). A second 29mm sapien 3 valve was deployed where intended, resolving the mr. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. It was speculated that the valvular calcium caused the too high deployment of the initial valve.

Manufacturer narrative:
Medical records review revealed during the mitral valve replacement procedure, following the high deployment of the initial valve, a significant hemodynamic collapse occurred. Echo indicated severe paravalvular leak (pvl) and intervalvular (central) leak of the mitral valve. A second valve was prepared and deployed in the initial valve. The central leak was resolved; however, pvl was still present. The valves were post dilated with an additional 5ml of volume. The pvl was lessened, but a persistent, moderate pvl remained. The patient required venoarterial extracorporeal membrane oxygenation (ECMO) support. The procedure was completed, and the patient was transferred to surgical ICU in stable condition. On postoperative day (pod) 1, the patient was weaned off of ECMO and all lines were removed. The patient tolerated the procedure and remained in stable condition. On pod16, acute deep vein thrombosis of right lower extremity occurred. Mechanical thrombectomy was performed, and a stent was placed, restoring flow. Two days later, the patient was transitioned to comfort care due to the development of uremia, ftt, respiratory failure, and volume overload, and expired.